Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, damaged battery cap, and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2013 with the following findings: there is visible a cracked from the top of battery compartment to the pump case seal. The battery cap hub is fall off from base with evidence of rusty on the spring. The threads on the battery cap are also stripped. Dim pink display screen is found. Open the pump cover to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.